Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -7.5/1.0/172 (sphere/cylinder/axis) was implanted upside down into the patients left eye (os) on (B)(6) 2023 . On (B)(6) 2023 the lens was exchanged with no patient injury and the problem resolved. In the reporters opinion the cause of the event is unknow. It was reported that the replacement lens was implanted in a vertical position.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. H6 - device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).